Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 120,000 barrels 1cc s/t w/sil no bd logo/tb bns had either missing or unclear scale markings. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "our production team personnel detected "missing/unclear letters on barrel, syringe" on unit."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2021. H.6. Investigation: three photos and six loose 1ml barrels were received and evaluated. It was observed in the photos and physical samples, all or a portion of the "1" from the "16" cc mark was missing. One of the of the syringes in the photo had significantly faded scale. The missing and faded print was rejectable per product specification. Additional samples requested for evaluation. 489 loose 1ml oral syringes were received. The samples were visually evaluated. A total of 378 syringes (77%) had scale marking defects around the number marking ¿16¿ as follows: 190 had the digit ¿1¿ completely missing from scale marking numeral ¿16¿. 185 had the digit ¿1¿ partially missing from the scale marking numeral ¿16¿. 3 had damaged print in the numeral ¿16¿ due to physical scratch marks. 98 had no scale marking defects. An engineer and technician were interviewed, machine logs and production records were also reviewed as part of this investigation. Based on the information available today, the potential identified scope appeared to be 15,000 pieces contained in boxes 1-15. The potential root causes for the missing print defect are: improper marker set up. The pad roll was either worn or not adjusted properly. A gap in procedure. No pad roll change procedure exists. Failure to follow procedure. Based on the reported quantity this defect was not detected throughout multiple visual inspections.

Event description:
It was reported that 120,000 barrels 1cc s/t w/sil no bd logo/tb bns had either missing or unclear scale markings. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "our production team personnel detected "missing/unclear letters on barrel, syringe" on unit.".